Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable pulse generator (ipg) had early elective replacement indicator (eri). The ipg was interrogated and showed two to three and a half years remaining, however, abruptly went to eri the next day. The patient was experiencing fatigue and shortness of breath due to the loss of bi-ventricular pacing and a ventricular-only pacing mode at 65 beats per minutes (vvi-65). The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.